Manufacturer narrative:
(B)(6). Device was requested for return but was not available.

Event description:
The customer complained of discrepant inr results for 1 patient from a coaguchek inrange meter serial (B)(4). At 12:51 pm the result from the meter was 2.1 inr. The test strip lot number asked for but not known. At 01:25 pm the result from the meter was 3.9 inr. The test strip lot number was 272165-21. At 01:27 pm the result from the meter was 2.1 inr. The test strip lot number was 294151-21. The measurements were taken from a different finger on the same hand during training. There was no allegation of an adverse event. The customer returned one vial of test strip lot 294151-21, one vial of test strip lot 272165 - 21, and the coaguchek inrange meter. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Results for strip lot 294151-21: (B)(6). Results for strip lot 272165-21: (B)(6). The maximum difference between measurements with the same blood sample was 4% for both test strip lots. Returned customer material and retention material comply with the specification. Complained lot and meter have fulfilled the release criterion of product control. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation was unable to find a definitive root cause. This medwatch will cover the unknown strip lot. Refer to medwatch with patient (B)(6) for information on strip lot 294151-21 and (B)(6) for information on strip lot 272165-21.